Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that an attempt was made to direct stent (contrary to IFU) the xience v, but it would not cross and was removed. The lesion was then pre-dilated and an attempt was made to cross another company's stent, but it also failed to cross. Additional ballooning was done and a cutting balloon was used and the xience v was advanced again (contrary to IFU), but still could not cross. The xience and the guide wire were removed from the pt at which time the stent was observed to be missing. The stent could be seen inside the distal end of the guide catheter. The guide catheter was slowly removed, but the stent was lost at the abdominal aorta. The stent could not be located via fluoroscopy or a CT scan. The pt was doing fine and was discharged. No additional event or pt information is available.

Manufacturer narrative:
The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." It also states: "an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter." Based on the reported information, the reported difficulties crossing and stent dislodgement appear to be related to operational context.